Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation.  The device underwent visual and dimensional analysis.  During visual inspection, a liner tear was confirmed, ~9.5¿ in length from the tip.  Minor soft tip damage was observed.  Scratches were observed along the sheath shaft.  The esheath was observed to have expanded as designed.  No relevant functional testing was able to be performed due to the condition of the returned sheath (liner tear).  During dimensional testing.  The liner thickness was measured along the length of tear. Thicknesses deviating from the specification could contribute to liner tears and/or be indicative of a manufacturing non-conformance. Due to the location of the tear, measurements were taken on one side only.  The liner thickness was found to be within specification at all measured locations.  Pictures of the used sheath and delivery system were provided for review. The pictures of the sheath confirm the presence of a liner tear at the distal end of the shaft. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any issues that could have contributed to this complaint event.   A lot history review was performed and revealed other similar complaints.  The complaints were confirmed, but no product nonconformance were identified in the returned device.  Available information suggests patient factors (access vessel tortuosity) and/or procedural factors (delivery system withdrawal difficulties) contributed to the reported events. A review of the complaint history from august 2018 to july 2019 revealed other returned complaints.  The presence of a manufacturing nonconformance was confirmed with one returned complaint.  The root cause was determined to be improper seam expansion during insertion of the delivery system.  Review of complaint history revealed that the occurrence rate did exceed the july 2019 control limit for the trend categories. The esheath with sapien 3 instructions for use (IFU, ce), the esheath with sapien 3 preparation training manual), the ultra delivery system procedural training manual, and the esheath with ultra delivery system supplemental training manual were reviewed for guidance involving esheath and delivery system usage. Contraindications: this product is contraindicated for patients with tortuous or calcified vessels that would prevent safe entry of the dilators and esheath. Hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction ¿ ensure sheath and dilator remain together during insertion at all times. Ensure fully expandable portion remains completely within the vessel for proper. Hemostasis. Ensure the sheath tip is inserted beyond the renal arteries. Note: do not use if the sheath is damaged (i.e. Kinked or stretched). Additional consideration: know position of sheath tip in the aorta o push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification o do not force sheath o once inserted, remove dilator and suture the sheath in place. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath intermittently flush sheath with heparinized saline per standard technique. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system. In expectation of high friction, use short movements. No IFU/training deficiencies have been identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time.  The complaints were confirmed based on visual inspection of the returned device.  However, no abnormalities were observed on the device and dimensional inspection of the sheath liner met specification. Investigation of the device, lot history, complaint history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per training manual instructions, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Per the case notes, the patient had mild tortuosity and moderate calcification. Calcification and tortuosity can create difficult pathways that can increase resistance during device insertion. In addition, calcification can weaken the sheath shaft, as seen by the scratches noted along the shaft during visual inspection. To counter the resistance encountered during device insertion, additional force and manipulation was likely applied, which could have also weakened the liner. As a result, the combination of calcification and additional force/manipulation may have contributed to the liner tear. Furthermore, an existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification) are likely the contributing factors for sheath shaft liner tears. Therefore, available information suggests patient (calcification/tortuosity) and procedural (excessive force/manipulation) factors contributed to the complaint event.  The femoral artery injury was likely caused by procedural factors (device manipulation).  Although the trend category of ¿resistance between devices¿ exceeded control limits for (B)(6) 2019, further review indicates that no pra escalation is required. No corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a tavr procedure using a 29mm sapien 3 ultra with esheath by tf approach in the aortic position, the operator reported having difficulty inserting the esheath into the patient and difficulty inserting the delivery system into the esheath.  The patient was noted to have a femoral artery injury.  Post procedure, a torn seam was observed on the esheath.   The 16f esheath was inserted with moderate push force.  Resistance was reported after the bifurcation towards the aorta, due to calcification.   Moderate push force was also reported during the insertion of the ultra delivery system into the esheath.  The valve, however, was successfully implanted in a 80:20 position.  Post deployment, the delivery system was unflexed completely and was pulled back in front of the esheath tip.  An additional 10ml of contrast was added (3ml left inside) and the delivery system was retrieved so that the positioning marker and the sheath marker were overlapping.  After complete deflation of the balloon, the delivery system was retrieved.  During the retrieval, an open esheath seam tip was seen on fluoroscopy.  Once the esheath was removed, the patient had a ¿vascular bleed.¿  the proglide systems failed 3 times as the puncture was directly set on a calcified portion of the vessel and the sutures ruptured, however a fourth system was successfully depolyed.  A vascular stent graft was implanted with good results. The cause of bleeding was not clear.  The patient was reported to be in good condition post procedure. After the case, and upon inspection of the esheath, the seam was confirmed to have a tear at the tip, about 5mm in length. The patient¿s minimum luminal diameter (mld) measured 7mm.  The vessels were reported to be mildly tortuous and moderately calcified.